Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site report: samples received: 4 unopened pouches. OEM reports no previous complaints of this code batch. Reviewed the batch manufacturing record and tested product, this product had a normal process and the results during the process fulfill OEM surgical requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Complaint description: thread broke by closing at the mounting clip. This happened at securex 3/0 and 4/0 45cm. Ds 19 detached very easily.